Event description:
A surgeon reported that there was leakage from the drain bag prior to surgery. The product was replaced and the issue resolved. There was no patient involved and there was no reported harm to the staff.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).